Event description:
This pi is for tha incident 1 involved the limb length numbers achieved in tha case.

Event description:
No new information.

Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced: no. Troubleshooting notes: mps confirmed that surgeon used mako park and had used all applicable hardware for procedure (bone pins, arrays, checkpoints). Work performed: reported problem- inaccurate cuts and arm bouncing observation, j5 transmission cable and j2 bump stop required adjustments action taken, I performed troubleshooting steps per service manual mako 3.x and found j5 transmission cable required a small adjustment to be within optimal parameters, also made a small adjustment to j2 bump stop. The system passed all validation testing to specifications and is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1373 was inspected with no reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.